Manufacturer narrative:
The reported complaint of the power issue with the thermogard xp ivtm system (s/n (B)(6)) was confirmed during functional testing performed at zoll service depot. The root cause of the reported complaint was the defective power supply due to a defective component. Visual inspection of the thermogard console was performed. Unrelated to the reported complaint, it was found that one of the casters was loose, and the prime switch cover was cut/torn, attributed to user mishandling. All the damaged and missing parts will be replaced to address the observed issues. The event log was reviewed, and no error messages were noted on/around the reported event date. The returned thermogard console failed the initial functional test as the system was unable to power up; thus, confirming the customer's reported complaint. The investigation determined that the power supply was defective, and it will be replaced to address the problem. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll has not yet received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During preventive maintenance (pm) performed by the customer, the thermogard xp ivtm system (s/n (B)(4)) made a popping noise upon powering on. Following the noise, the system powered off. After powering back on, the cooling fan could be heard, but no light was lit at the power switch, and the display screen was blank. The biomed inspected the fuses and found no issues. No patient involvement.